Event description:
A 6f angio-seal vip was selected for use. The patient returned to the hospital 1 week after deployment complaining of pain from the groin down to the knee. An ultrasound was performed revealing stenosis at the puncture site of about 50%. The patient is being monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.